Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Concomitant medical device(s): 320-15-01, (B)(4) - glenoid plate; 320-20-26, (B)(4) - compression screw, 4.5 x 26mm, orange; 320-20-30, (B)(4) - compression screw, 4.5 x 30mm, blue; 320-15-05, (B)(4) - glenosphere locking screw; 320-20-26, (B)(4)- compression screw, 4.5 x 26mm, orange; 320-20-22, (B)(4) - compression screw, 4.5 x 22mm, black; 320-01-38, (B)(4) - glenosphere; 300-01-15, (B)(4) - humeral stem, 15mm; 320-10-00, (B)(4) - humeral adapter tray, +0.

Event description:
As reported, approximately 5 ½ yrs postop the initial implant, due to an infection the surgeon decided to re operate on this male patient and perform a washout and to remove all the components. Patient was last known to be in stable condition following the event. Devices not returning due to facility policy.